Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the use of the adc device. The customer reported the low glucose ¿alarm was too quiet,¿ therefore was not alerted to the change in glucose levels. Customer self-treated with ¿coke and glucose¿ however experienced a seizure. Paramedics were called and measured customer¿s blood sugar level and blood pressure (no measurements provided) only. Customer presented to the hospital where a CT was performed (no results provided.) No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the use of the adc device. The customer reported the low glucose ¿alarm was too quiet,¿ therefore was not alerted to the change in glucose levels. Customer self-treated with ¿coke and glucose¿ however experienced a seizure. Paramedics were called and measured customer¿s blood sugar level and blood pressure (no measurements provided) only. Customer presented to the hospital where a CT was performed (no results provided.) No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Visual inspection was performed on the returned reader and no physical damage was observed. Reader was tested for volume and vibration settings through different testing and all results were within the specifications. The isf (interstitial fluid) data was downloaded using approved software and tested the data. All results were within the limits. Ble functionality test was performed by activating sensor with returned reader and everything was shown activated. Wait for few minutes and it was observed that there was no disruption in the ble connection between the devices. The reader was connected to computer and works properly. All results were within the specifications. The passing of functionality test indicates that there was no alarm issues as complained by the customer. Therefore, this issue is not confirmed. At this time product has not yet been returned and a valid serial number has not been provided for sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report.